Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. As reported by chu clermont ferrand, the catheter of a turbo-ject single lumen power-injectable PICC (rpn: upics-5.0-CT-nt-1111) leaked during administration of chemotherapy. Consequently, the device, which was in the patient¿s right arm, was removed and replaced. A review of the complaint history, instructions for use (IFU), and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. One used PICC device was returned to cook for evaluation. Upon visual inspection, the clear tubing was noted to be partially severed from the purple hub. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) and a search for additional complaints was unable to be completed due to a lack of lot information from the user facility. Based on this information, cook has concluded that there is no evidence that non-conforming product exists either in house or in field. Cook also reviewed product labeling. The device is supplied with IFU (t_ctpicctt_rev4), which states the following in regards to the failure mode: "the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated. Warnings the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. Precautions . If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately." Based on the information provided, examination of the returned device, and the results of our investigation, a definitive root cause for failure could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Appropriate measures have been initiated to address this failure mode. A CAPA has been opened to further investigate this failure mode this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: pharmacy assistant specialist. (B)(4). A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the catheter of a turbo-ject® single lumen power-injectable PICC was found leaking during a chemotherapy session. Consequently, the device was removed and replaced. The device was placed in the patient's right arm. Additional information regarding the patient and device has been requested but is currently unavailable.